Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. This issue was further described as, ¿didn¿t seem to have as much iodine as the minicaps they used in the past¿. The minicaps were used for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Lot # - the nurse did not have any information regarding the lot number of the minicaps the patient was using; however, the reporter stated they received the minicap recall letter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.